Event description:
Reported alleged the lancet needle sticks out of the end of the cap and will not release. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.